Event description:
It was reported that during the use of the device for a non-clinical activity (morning checks), the ultrasonic air sensor (uas) latch was cracked/broken. There was no patient involvement.

Manufacturer narrative:
The customer called to get part number for replacement.